Event description:
It was reported that the patient was seen in clinic and they stated that a couple of days ago they woke up and the system controller did not show any pump parameters. The patient was unsure if there was a pump stop. It was unable to be seen that far back in history due to persistent low flow alarms that were caused due to hypertension and dehydration. Other than the low flows, there were no alarms noted in the event periodic histories. The event noted by the patient could have been overwritten by newer data.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) not displaying pump parameters on the screen was not able to be confirmed. Log files were submitted for review, and no indication of an issue with the system controller was captured in the data reviewed. Provided information indicated that the controller was functioning as intended in the clinic, and that the controller was not exchanged. The root cause for the reported event could not be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient could not recall if the green pump running symbol was on while the controller was not showing any parameters. The controller and left ventricular assist device (lvad) were functioning as normal when seen in clinic. Interrogation was completed with no concerning parameters. Log files were sent to investigate any disruption in pump function. The controller was not exchanged during the event.